Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart chamber and a non-abbott (biosense navistar thermocool sf) catheter was inserted, it was noted that blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.